Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the clip installed on a medium-large clip applier instrument fell off inside the patient and was lost. The surgeon searched for 20 minutes but was unable to recover the clip. No additional testing was performed to search for the clip. The procedure was completed robotically.